Event description:
The service tech reported that the device shot off during use. There was no reported adverse consequences.

Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device, and observed that the device is bent and that could cause or contribute to the device not securely attaching to the handpiece. Based on a review of the device IFU and risk documents, a bent blade guard is most likely the result of an accidental drop or excessive external force applied to the device. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time.

Event description:
The service tech reported that the device shot off during use. There was no reported adverse consequences.